Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. The left ventricular lead detected a low lead impedance for two consecutive days. No other anomalies were reported. The impedance was normal in other vectors. Programming changes were made. The patient was stable throughout.